Event description:
It was reported that the user removed the ilet for charging while showering, after which no blood glucose value displayed and a ¿pairing failed¿ message appeared when the user attempted to re-enter the dexcom g7 pairing code, indicating a connectivity and pairing issue between the ilet and continuous glucose monitor (cgm). No clinical symptoms reported. Outcomes included temporary interruption of glucose data display with anticipated reconnection on proximity. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that re-entry of the pairing code was unnecessary and that the system should reconnect automatically once within range and powered, with the pairing failure attributable to an improper re-pairing attempt. It was concluded that the device functioned as designed once standard reconnection steps were followed and that user guidance resolved the issue.